Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within its bladder. This was found before use. The device was filled with caspofungin. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This lot was manufactured between august 4, 2014 and august 5, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection of the device revealed a white particle, 1.62 mm in length, floating in the fluid of the bladder. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.